Event description:
It was reported that the safestep huber needle set 22g x 0.75in experienced leakage. The following information was provided by the initial reporter: chemo spill due to leakage chemo leak on pt top and skin due to leaky safestep huber needle set(gripper). Deaccessed. Reaccessed without incident. Skin washed and pt given clothes to take home in protective bag.

Manufacturer narrative:
The following information has been updated: b.5 describe event or problem: it was reported that the safestep huber needle set 22g x 0.75in experienced leakage. The following information was provided by the initial reporter: chemo spill due to leakage chemo leak on pt top and skin due to leaky safestep huber needle set(gripper). Deaccessed. Reaccessed without incident. Skin washed and pt given clothes to take home in protective bag. H3 other text : see h10.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via health (B)(6) medical devices online database: "e2003 - chemical exposuref23 - unexpected medical intervention a050401 - fluid leak." No other information regarding the event was provided.